Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The electrode is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited non-physiologic noise which was over sensed resulting in an untreated episode for this patient. Muscle stimulation was also observed. The patient did not recall what he was doing at that time and was not symptomatic. The noise was easily re-created during isometrics; however, there was no noise observed during pocket manipulation. The patient has sternal wires which were confirmed to be away from the electrode tip with an x-ray. A revision procedure was performed as the physician wanted to move the electrode further away from the sternal wires. The electrode and device were removed from service and replaced. No additional adverse patient effects were reported.